Event description:
Information received indicates a pt was implanted with an acticon device, unable to obtain details regarding this original implant. On (B) (6) 2007, the cuff and balloon were removed and replaced due to fluid loss from the cuff. A request for the device was sent and the device was not returned for analysis. No further information has been provided.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.